Event description:
It was reported by the user facilities: pt had screws, which had been implanted in 2006. Removed from left shoulder secondary to pain and physician noted screws had "backed out". In accordance with hosp policy the components removed are not available for release.

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available a supplemental report will be issued. There is no info that states which device if any caused the adverse event. List of additional devices: 1896-4028s k591675 locking screw, 1896-4036s k702394 locking screw, 1896-4050s k702696 locking screw, 1896-4045s k432156 k672848 locking screw.